Manufacturer narrative:
Zimvie complaint (B)(4). Additional 510(k) number is k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
Medical infection is reported. Patient had sterile abscess noted as implant was being placed. Could not achieve 1 degree stability d/t bone quality. Tooth 3. Socket was preserved to re-attempt implant placement.